Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v170198, implanted: (B)(6) 2009, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-oct-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the patient came in for a new battery and the polyurethane coating had pulled back off the lead, so the physician also changed the lead. There were no signs or symptoms reported and no known contributing factors. It was reported the issue was resolved at the time of the report. No further complications were reported or anticipated.